Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they were charging their implanted neurostimulator on sunday. And a screen came up that had different percentages as they moved the recharger around. Patient stated, they adjusted the percentage and the percentage increased and it showed excellent, but normally it just says good or excellent. Patient clarified, 4 different percentages came up on the screen, but then 'went away'. Patient confirmed, they normally get excellent quality, but it takes a long time, about 2 hours, to charge the implant. Agent had patient check controller battery levels, which were 100% for controller and 80% for implant. Agent reviewed battery icon meaning and recharging considerations. Patient declined further troubleshooting, but agreed to monitor and call back for assistance as needed.